Event description:
The surgeon called the field service engineer on 10-mar-2020 to report that he was having issues loading in scans for a new patient folder. The fse went onsite on 11-mar-2020 to investigate the problems. Surgeon was using a cd to transfer images onto the laptop, and the cd had 25+ scans, one of which was labelled as an sr and displayed in red when opened in iqview. The cd also had multiple other files on it, and the fse was not sure what all of these were. When trying to open a new patient folder, the fse found that when the dicoms on the cd were chosen, the message would appear that the rosanna.exe had stopped working. After shutting down and rebooting, the fse opened iqview and used the file system tab to search through the scans on the cd and find the scans the surgeon was looking for. The fse recommended that the surgeon ask radiology to only include scans on the cd that he needed in the future. This did not occur during a case, no patient impact.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : - when attempting to load CT scans for a new patient folder, the reported unexpected shutdown was due to the failure to load an unsupported sop (service-object pair) class corresponding to an x-ray radiation dose sr (structured report) embedded in the CT scan (dicom). Such files are not needed for rosa procedures. - the user solved the issue by using the "file system" tab to search for the scans needed by the surgeon on the cd. Based on the investigation performed, the technical root cause of the event was determined to be an unsupported sop class corresponding to an x-ray radiation dose sr. D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
The surgeon called the field service engineer on (B)(6) 2020 to report that he was having issues loading in scans for a new patient folder. The fse went onsite on (B)(6) 2020 to investigate the problems. Surgeon was using a cd to transfer images onto the laptop, and the cd had 25+ scans, one of which was labelled as an sr and displayed in red when opened in iqview. The cd also had multiple other files on it, and the fse was not sure what all of these were. When trying to open a new patient folder, the fse found that when the dicoms on the cd were chosen, the message would appear that the rosanna. Exe had stopped working. After shutting down and rebooting, the fse opened iqview and used the file system tab to search through the scans on the cd and find the scans the surgeon was looking for. The fse recommended that the surgeon ask radiology to only include scans on the cd that he needed in the future. This did not occur during a case, no patient impact.